Event description:
The pt reportedly experienced a loss of sound. During a center visit, the pt's internal device had a shorted electrode. Testing revealed that the device is not functioning. Surgery to explant the pt's device has been scheduled.